Event description:
(B)(4) study. It was reported that during a coronary artery stenting treatment procedure, vessel dissection occurred. In (B)(6) 2013, the patient presented due to unstable angina and was hospitalized on the same day. The patient was referred for cardiac catheterization. 95% stenosis in the saphenous vein graft (svg) to 2nd obtuse marginal branch (om) was treated with placement of a 3.00x38mm promus element plus stent. Following stent implant, an intimal tear's type dissection was noted which was treated with placement of a 3.50x8mm promus element stent. 60-70% ostium stenosis was also noted in the svg to om, which was treated with placement of a 3.50x16mm promus element plus stent. Also 95% in-stent restenosis of a previously deployed 2.50x28mm promus stent in the 1st diagonal branch (dx1) was treated with angioplasty. The event was considered resolved. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).